Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited unspecified capture anomaly. The atrial lead was explanted and replaced. The condition of the patient was unknown.

Manufacturer narrative:
The reported event of ¿capture anomalies¿ was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage.